Manufacturer narrative:
The t:slim pump user guide states that the t:slim pump should be taken off and removed from the procedure room during an x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), or other exposure to radiation. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer had worn the pump during an x-ray procedure prior to the event. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.